Event description:
Reporter indicated a vns pt had "a possible lead issue." F/u revealed the pt had high lead impedance and the physician did not want to send in x-rays for MFR review. The pt also experienced painful stimulation. No known trauma or manipulation of the device. The pt's generator was turned off because of the high impedance. Revision surgery is likely. Good faith attempts to obtain the product have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.